Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the calcified, severely tortuous proximal left circumflex (lcx) artery. The physician attempted to place the 2.75x8mm taxus express2 drug eluting stent, but was unable to cross the lesion. It was noted that the stent edge was lifted. The procedure was completed with another taxus stent. No pt complications were reported. Pt status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.